Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the harmonic ace instrument had an issue with energy. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.244¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Failure analysis investigations also found an additional failure related to the customer reported complaint. The instrument was found to have teflon pad damage. A piece measuring 0.018" x 0.051" was broken off at the tip of the clamp arm and was not returned. The root cause of the ¿broken instrument blades¿ and damaged teflon pad are indicative of instrument mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided. A review of the instrument log for the harmonic ace instrument lot# l90210721 / sequence (B)(4) associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system sk3124. The instrument has 0 remaining usable life, no subsequent use recorded. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations found missing pieces from the distal end of the instrument. The missing pieces could fall inside the patient during the surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.